Event description:
A report was received that the patient is having difficulty charging the ipg. The physician believes the pocket is too deep. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient is having difficulty charging the ipg. The physician believes the pocket is too deep. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that during the ipg revision, the ipg was in hibernation and the physician choose to replace the ipg device. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as it was discarded by medical facility.